Manufacturer narrative:
Terumo has received the actual device for eval; however, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass the fx oxygenator leaked blood. During prime, the crystalloid exhaust port had condensation, but the user assumed this was due to the temperature change. As soon as the user switched to blood, the leak was noticed (approx 2 ml was lost). As soon as the leak was noticed, the oxygenator was changed out. Although the pt's age is unk, it is assumed that the case is pediatric due to the use of a fx05 oxygenator. Any blood loss in a pediatric case is considered a serious injury by terumo; 2 ml blood loss. Product was changed out. Surgery was completed successfully.